Event description:
It was reported that intermittent occlusion alarms occurred. Multiple attempts were made by cts to complete the system check, however no response was received. There was no reported adverse impact. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.